Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm 3300tfxj aortic pericardial valve, implanted in the aortic position approximately six (6) years and nine (9) months, underwent a valve-in-valve procedure due to aortic stenosis secondary to structural valve deterioration. After an unknown duration of the valve implant, the patient presented with dyspnea on effort, pulmonary congestion, and pleural fluid due to progressive heart failure. A 20mm sapien3 was implanted in replacement. The patient visited a different hospital for the symptoms of progressive heart failure and was transferred to this hospital. The valve-in-valve procedure was performed fourteen (14) days after transfer. The device was not returned for evaluation as it remained implanted. There was no allegation of device malfunction.

Manufacturer narrative:
Manufacturer narrative: updated sections: d4 expiration date, h4, h6 investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H11 corrected data: h6 type of investigation.